Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instruction for use (IFU) was reviewed. The description of the event does not suggest improper use of the device or that the IFU was not followed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a diagnostic case. The procedure proceeded as planned until the device was drawn back to tent the artery at which time it slid out of the artery with the heel undeployed. The latchwire was cut and the procedure was converted to standard access. An 8 cm hematoma, which was not initially noticed due to the large size of the pt, was observed during the insertion of the sheath. Manual pressure was held and the hematoma was manually expressed. After the sheath was pulled in the post-anesthesia care unit, a d-stat patch was applied and a sandbag was placed on the groin to maintain pressure. The pt was doing well, but complained of soreness at the access site. She was transferred to the floor for observation overnight. The pt recovered with no further sequelae and was discharged the following day.